Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 00:40:44. During night drain cycle one, the patient's ultrafiltration reading was 2139ml, indicating the patient drained 2139ml more than their maximum programmed fill volume of 2500ml. No additional information is available.